Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and passed. The receiver was plugged into a charger for 13 hours. After the receiver was charged for 13 hours, the receiver still would not turn on. The receiver case was opened, an interior inspection was performed and found a defective battery. The battery was measured at 0 volts. Replaced defective battery with a good battery, receiver turned on and booted up. Performed a global receiver functional test and passed. Downloaded receiver data log and reviewed, found a firmware error and screen error alarm on date of event. Based on the finding of firmware error this is being reported. The complaint was confirmed. The root cause was determined to be firmware error and a defective battery.